Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with two 450cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. As a result, the patient underwent an open capsulotomy on (B)(6) 2021. However, the patient reported suffering capsular contracture (baker grade iii), again and has been scheduled for implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On february 11, 2022, mentor became aware that the patient's left breast implant was replaced with a 450cc mentor memorygel breast implant (catalog: shpx450 lot: 9663744 sn: (B)(6).

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. On march 11, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.